Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing impedance and noise were observed via remote transmission. Subclavian crush/lead fracture was also noted. Patient was asymptomatic. Lead was capped and replaced during device change-out due to eri on (B)(6) 2016. Patient was well post-procedure.